Event description:
The user's hearing with the device has been suddenly affected since end of (B)(6) 2019.the user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing with the device has been suddenly affected since end of november 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the explanted device has not been received yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention is considered but no date has been scheduled yet.

Event description:
The user's hearing with the device has been suddenly affected since end of (B)(6) 2019. Further medical intervention and expert measurements are considered. However, despite requested, no date has been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device has been affected for the past two weeks (since the end of november).